Manufacturer narrative:
The pump passed the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. There were no prime anomalies or motion sensor test failure alarms noted. The motor was tested outside the device and passed. The pump was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. The pump was received with cracked case at display window corners, reservoir tube and battery tube threads. The pump was received with minor scratched display window. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was stuck in prime loop. The customer states they received button error and motion sensor test failure alarms. The customer's blood glucose level was 200 mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.